Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc. Or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath -large. There was resistance and the sheath was blocked by silicon. Dilatator does not fit in the sheath. There is a massive resistance in the sheath. No consequences for patient. New sheath was required. There was no physical damage on sheath/dilator. Sheath was blocked by silicon. It was not completely visible if the sheath either narrowed, partially blocked or completely blocked. The dilator was still able to be moved through the sheath with much increased effort. The dilator was not stuck in the sheath. There was no patient consequences. Sheath was blocked by silicon at the valve with transparent wall. A white silicon-like substance could be seen in the sheath. It was identified because it was visible. The silicon was found on both devices. Resistance with sheath is not MDR-reportable. Foreign material on usable length of catheter is MDR-reportable. This report is for the 2nd of 2 vizigo sheaths. The other sheath was reported in manufacturer report number (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-nov-2022, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath -large. There was resistance and the sheath was blocked by silicon. Device evaluation details: visual analysis revealed no damage or anomalies on the sheath; however, some bents were observed on the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. Due to the resistance issue, an internal action was opened. A device history record evaluation was performed for the finished device number 00001972 and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).